Manufacturer narrative:
Results: the pump max was powered on and generated a vacuum pressure of approximately -28.0 inhg. The pump max was run continuously for 15 minutes without issue. Conclusions: evaluation of the returned pump max revealed a fully functional device. The pump max was powered on and able to generate an aspiration pressure within specification. The pump max was run continuously for 15 minutes without issue. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 110v (pump max). During the procedure, a pump max stopped working. Therefore, the pump max was turned off and on; however, no vacuum was produced even though the green indicator light was on. It was reported that the pump max started working again on its own randomly. The procedure was completed using the same pump max. There was no report of a adverse effect to the patient.